Event description:
On 7/10/86 rptr had a revision of right breast, change of implants using this co's implants, excision of redundant skin and subcuteneous tissues, revision of left breast and extensive open capsulotomy. On 11/5/86, she had left areolar reconstruction from full thickness skin graft and revision of right breast. On 9/17/93, she had removal of bilateral implants due to capsular contracture. She also complains of the following: malpositioning and disfigurement breasts, persistent breast soreness, pain, infection, musculoskeletal problems, infections, pain in multiple joints, stiff swelling in hand and ankle joints, chronic fatigue, low energy, disturbed sleep, dry mouth and vagina, headaches, memory lapses, difficulty concentrating, bruises easily, coldness of hands, bladder and bowel irritabilities, muscle fatigue, hair loss swelling fingers, rashes, chest and back pain, ear infections, feet numb, epigastric pain. (Also see 1004045, 1004046.)